Manufacturer narrative:
PMA/510(k) is unknown; no additional information was received. No lot number was provided; therefore, device history record review could not be completed. A sample was returned. The sample was visually inspected at a distance of 12" under normal lighting to received unit, in order to detect any damage on the unit. No discrepancies detected. Functional test: the circuit did not pass the leak test. A corrective and preventative action has been opened to address the reported issue. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the customer performed a pre-use air leak testing of the product using an anesthesia device, and they noticed air was leaking from it. No patient injury reported.